Manufacturer narrative:
Although requested, demographics information was not provided. The report that a device infused at the incorrect dose was not definitively confirmed since details regarding the event were not provided. The customer requested a log review to validate the setting that were entered by the nurse around 5 pm and would like to know the rate and vtbi that was first entered and if it was changed and how much actually infused. The pcu event log shows pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of ampho b (lipid) non-weight based dosing (drug ID 49) at 5:03 pm on (B)(6) 2020. The user entered 400mg for the drug amount, which made the dose 400mg. The user entered 100ml for the diluent volume, which made the concentration 4mg/ml. The user then selected yes to the guardrails warning ¿concentration exceeds guardrails limit of 2.2mg/ml. Proceed?¿ 0 the vtbi was 100ml. The user entered 2 hours for the duration, which made the rate 50ml/hr. The user started the infusion. At 7:16 pm, the user changed the rate to 100ml/hr and the vtbi to 75ml. The user then selected no to the guardrails warning ¿rate exceeds guardrails limit of 55.6ml/hr. The user then entered 45 minutes for the duration, which made the rate 100ml/hr. The vtbi is 75ml. This time the user selected yes to the clinical advisory ¿duration change results in recalculation of rate. Accept rate change?¿ and the infusion started. At 8:03 pm, the infusion completed and the transitioned to kvo and then the device was channeled off at 8:05 pm. The volume recorded as being infused during this period was 174.04ml. The pump module was not returned for investigation. The root cause of the report that the 8100 infused incorrect dose was not definitively identified, however a possible cause could be due to programming due to the user selecting yes to guardrails warnings stating that ¿concentration¿ and ¿rate¿ limits were exceeded.

Event description:
It was reported that the end user may have programmed the pump incorrectly. The nursing manager requested a review of the event logs. Although requested further information regarding details of the event or patient impact was not provided.

Event description:
It was reported that the end user may have programmed the pump incorrectly. The nursing manager requested a review of the event logs. Although requested further information regarding details of the event or patient impact was not provided. The customer has certified staff that determined that the devices involved were working properly.